Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse was not able to replicate the problem. But performed touch panel calibration. There were no anomalies found on the calibration. The iabp unit was returned to the facility for clinical use, and is being used with no further issues after returning the unit to the facility. The evaluation for this iabp unit has been completed and no parts were required to be replaced.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit's response of the touch panel is poor. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit's response of the touch panel is poor.